Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 15 or pump error 4 alarms occurred during testing. A review of the formatted history file shows on 8/3/2025 there were five (5) pump error 15 (line number 465 file number 522) alarms due to invalid threadx started flag - suspecting the hw (memory corruption) and five (5) pump error 4 alarms (10:28, 2x 10:29, 11:07, and 15:52) generated as a result of the error 15. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 15 alarm is confirmed due to invalid threadx started flag - suspecting the hw (memory corruption); fault isolated to the hardware. Pump error 4 alarm is confirmed as a result of error 15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple pump errors, including error 4 (the motor arm cannot communicate with the main arm) twice and error 15 (the critical block and inverse critical block did not add to zero) three times. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was able to clear the alarms and complete a pump rewind. The pump settings were checked for accuracy, and a fill cannula test was successfully recorded in the daily history. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer response was that the device will be returned.